Event description:
On (B)(6) 2012, a (B)(6) female pt underwent a fraxel dual treatment. The device settings were 1150nm at 30mj, level 5. Reportedly, the account's medical director was performing the treatment and at the same time demonstrating the device to his staff. There was no immediate blistering with the first pass over the upper lip and a delayed blistering over the shin and the nose. The physician advised the pt to apply retin-a and hydroquinone on her burn. The pt was also advised to use silicone sheeting at night to flatten the burnt skin and use silicone with hydrocortisone gel during the day. The burnt area was reported to be hypo-pigmented and scarred. The physician injected the area with kenalog (triamcinolone), a synthetic steroid that has an anti-inflammatory effect. No further information was provided.

Manufacturer narrative:
Based on the information provided an no returned device for physical investigation, the cause of the reported event could not be determined. In the fraxel dual 1550/1927 laser systems operator manual, section 4.9, complications states the following: scarring: the possibility of scarring exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 and fraxel dual 1550/1927 laser systems. Local scarring may occur directly form laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing.